Manufacturer narrative:
Visual inspection of the as received products confirmed that the abutment screw had fractured inside the implant. The screw had fractured horizontally across the threads just below the shank. The complaint is confirmed. The bottom portion of the fractured screw remained stuck in the implant. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured inside the implant. The abutment screw couldn't be removed; it and the fractured part remained inside the implant. Implant was removed same day of the failed retrieval. Patient has been re-scheduled for a new surgery.